Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3487a-33, lot# j0016068v, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The patient reported that they had not felt stimulation since they were in a car accident on (B)(6) 2015. The patient stated that they needed to have their device checked. The related medical history was multiple back operations. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were not in a car accident as previously reported. The car accident was the reason for the implant. The patient just needed the stimulation adjusted and they could still feel the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient is trying to contact a rep so that they can get ins "interrogated and checked". Patient said ins was working but the level of stimulation had changed which resulted in their initial call on (B)(6) 2015. Patient said has being going through this process for over a year and patient was unable to locate health care professional (hcp) that will see them. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient had notified her physician about not feeling stimulation since the car accident. She had asked her primary care physician (pcp) to arrange a visit with a manufacturing representative (rep) to interrogate the unit at her annual visit on (B)(6)-2015. There was an increase in pain level that was related to the loss of stimulation. The loss of stimulation had not been resolved.